Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occured. The 90 percent stenosed target lesion was located in the moderately calcified and moderate tortuous coronary artery. A 2.00mm x 12mm emerge balloon catheter was advanced for dilation. However, during inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with a different device no patient complications nor injuries were reported.